Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 400 mg/dl range. Customer treated their high blood glucose via manual injections. Customer advised they had air bubbles inside of the reservoir and tried to prime them out. Customer was able to rewind the insulin pump and prime successfully. Customer advised the air bubbles were successfully removed. Customer declined to troubleshoot high blood glucose levels.